Event description:
The pt felt no stimulation from the leads. The leads were replaced. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. In 2009, the leads have been returned to the MFR for analysis which is not complete as of the date of the report. A follow-up report will be sent when the analysis is complete.